Manufacturer narrative:
The customer did not return any materials for investigation. Without these materials to investigate, a specific root cause could not be determined.

Manufacturer narrative:
Occupation - the occupation is lay user/patient.

Event description:
The customer complained of discrepant results with coaguchek xs meter (B)(4). At 3:00 pm, the customer tested by fingerstick on the meter and the result was 1.4 inr. At 4:41 pm, the customer tested by fingerstick on the meter and the result was 2.0 inr. The customer stuck the same finger several times to obtain blood for the test result of 1.4 inr. The customer did not provide a therapeutic range but did state they should be at 2.5 inr. Customer is not anemic, has no antiphospholipid antibodies, no heparin, no new medication, no new illness, no diet issues and no bleeding or bruising. There was no adverse event. Relevant retention test strips (lot 353407) were tested in comparison with the master lot coaguchek xs pt. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. The suspect product was requested to be returned and the replacement product was sent.